Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation and the two (2) batteries were not returned for evaluation. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed the controller alarmed a controller fault alarm during testing. Functional testing also revealed that disconnecting both power sources to test the no power alarm revealed that the no power alarm did not sound. The internal nickel-metal hydride (nimh) battery powers the no power alarm. An internal inspection revealed the internal nimh battery was swollen and the voltage of the cells was below the expected value. After the battery was replaced, the controller performed as intended. Log file analysis revealed that the controller in use during the reported event, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed two (2) critical battery alarms were logged due to communication errors involving the two batteries. Analysis of the alarm log files also revealed a controller fault alarm was logged on 18-apr-2020, indicating an internal battery fault. As a result, the reported event was confirmed. A power source lubrication procedure had been performed on (B)(4)in accordance with the requirements under fsca (B)(4)on 23-jul-2018. There is no evidence that the lubrication servicing was performed on (B)(4). The most likely root cause of the reported critical battery alarm event can be attributed to a communication error between the controller and battery, which may be due to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the reported controller fault alarm event can be attributed to a faulty internal nimh battery. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system battery, model #: 1650de/ catalog #: 1650de / expiration date: 30-nov-2016 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 30-nov-2015, labeled for single use: no, (B)(4). Heartware ventricular assist system battery, model #: 1650de/ catalog #: 1650de / expiration date: 30-nov-2016 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 30-nov-2015, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries exhibited erroneous critical battery alarms and then two days later, the controller exhibited a controller fault alarm. The batteries were taken out of service, and the controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: h6, h10 a supplemental report is being submitted for corrections. H6, h10 as a result of review of the complaint file, this report contains updates to the evaluation result and conclusion codes and the product event summary to more accurately reflect what is in the complaint file. The previously reported failure findings remain unchanged. Product event summary: the controller was returned for evaluation. Two batteries ((B)(6)) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed the controller alarmed a controller fault alarm during testing. Functional testing also revealed that disconnecting both power sources to test the no power alarm revealed that the no power alarm did not sound. The internal nickel-metal hydride (nimh) battery powers the no power alarm. An internal inspection revealed the internal nimh battery was swollen and the voltage of the cells was below the expected value. After the battery was replaced, the controller performed as intended. Log file analysis revealed that the controller in use during the reported event contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed two critical battery alarms were logged due communication errors involving (B)(6) and (B)(6). Analysis of the alarm log files also revealed a controller fault alarm was logged on (B)(6) 2020, indicating an internal battery fault. Additionally, log files revealed that the controller was in use for more than two years. As a result, the reported event was confirmed. A power source lubrication procedure had been performed on (B)(6)in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018. There is no evidence that the lubrication servicing was performed on (B)(6). The most likely root cause of the reported critical battery alarm event can be attributed to a communication error between the controller and battery, which may be due to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the reported controller fault alarm event can be attributed to a faulty internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Additional products: d4: serial #: (B)(6) h3: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 d4: serial #: (B)(6) h3: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.